Event description:
Insufflating tubing clogged and staff was unable to insufflate the abdomen.what was the original intended procedure?lapband removal.device #1is this a laboratory device or laboratory test?no.